Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information provided, the reported difficulties appear to be due to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during a procedure of the mildly tortuous, mildly calcified, 85% stenosed, de novo, distal posterior tibial artery, the 1.5 x 20 mm armada 14xt balloon dilatation catheter (bdc) was used and during the first inflation near nominal pressure of 8 atmosphere (atm), the balloon ruptured. The device was removed from the vessel. A different armada 14xt bdc was used to complete the procedure without reported event. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.